Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / malposition of left essure coil."), embedded device (""embedded left essure coil"") and device breakage ("three pieces of coiled to partially coiled metallic foreign material consistent with essure coil") in a 41 year-old female patient who had essure inserted (lot no. 624493) for female sterilisation. The patient had a medical history of hematuria, back pain, migraine and heavy menstrual bleeding. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2018, 3822 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced embedded device (seriousness criterion medically important) and device breakage (seriousness criterion medically important). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. 5 coils seen at each ostia,. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2018: impression: 1. No evidence of nephrolithiasis or hydronephrosis. 2. Moderate to large amount stool in the colon which can be seen with constipation in the appropriate clinical setting [hysterosalpingogram] on (B)(6) 2011: findings: the uterine cavity is well-filled and demonstrates a normal configuration. Linear metallic devices are seen projecting from the right and left comu consistent with the essure procedure no contrasts seen within either fallopian tube and there is no evidence of bilateral fallopian tube occlusion. Impression: status post essure placement; on (B)(6) 2015: findings: the uterus is well filled and shows a normal configuration without evidence of filling defects or cervical adhesions. Bilateral essure implants noted and no evidence for fallopian tubes spillage is noted. Impression: bilateral essure devices in place without evidence for fallopian tube spillage. [Pathology test] on (B)(6) 2018: gross description: specimen a received in formalin labeled "endometrial curettage" are multiple irregular, tan-brown portions of soft tissue admixed with a moderate amount of blood clot aggregating 5.0 cc which is submitted in to for microscopic examination. (2 blocks) specimen b received in formalin labeled "embedded left essure coil" are three pieces of coiled to partially coiled metallic foreign material consistent with essure coil. The [ultrasound pelvis] on (B)(6) 2018: impression transvaginal scanning performed. The uterus is retroverted and wnl in size with no evidence of mass. The endometrium is **22.3mm** in thickness and the left essure coil is seen extending from the cornau area of the endometrium into the ec itself. The right essure is identified and is seen extending from the cornua out into the right adnexae. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device dislocation essure micro-insert embedded and device breakage. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: mr received : event "medical device removal updated to device dislocation" new event essure micro-insert embedded and device breakage added. Lot number added, reporters information patient medical history and surgical pathology reports were added. And rcc updated,. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / malposition of left essure coil."), embedded device (""embedded left essure coil"") and device breakage ("three pieces of coiled to partially coiled metallic foreign material consistent with essure coil") in a 41 year-old female patient who had essure inserted (lot no. 624493) for female sterilisation. The patient had a medical history of hematuria, back pain, migraine and heavy menstrual bleeding. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2018, 3822 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced embedded device (seriousness criterion medically important) and device breakage (seriousness criterion medically important). The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure administration. The reporter commented: more than one essure related surgery-no. 5 coils seen at each ostia,. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2018: impression: 1. No evidence of nephrolithiasis or hydronephrosis. 2. Moderate to large amount stool in the colon which can be seen with constipation in the appropriate clinical setting [hysterosalpingogram] on (B)(6) 2011: findings: the uterine cavity is well-filled and demonstrates a normal configuration. Linear metallic devices are seen projecting from the right and left comu consistent with the essure procedure no contrastis seen within either fallopian tube and there is no evidence of bilateral fallopian tube occlusion. Impression: status post essure placement; on (B)(6) 2015: findings: the uterus is well filled and shows a normal configuration without evidence of filling defects or cervical adhesions. Bilateral essure implants noted and no evidence for fallopian tubes spillage is noted. Impression: bilateral essure devices in place without evidence for fallopian tube spillage. [Pathology test] on (B)(6) 2018: gross description: specimen a received in formalin labeled "endometrial curettage" are multiple irregular, tan-brown portions of soft tissue admixed with a moderate amount of blood clot aggregating 5.0 cc which is submitted in to for microscopic examination. (2 blocks) specimen b received in formalin labeled "embedded left essure coil" are three pieces of coiled to partially coiled metallic foreign material consistent with essure coil. The [ultrasound pelvis] on (B)(6) 2018: impression transvaginal scanning performed. The uterus is retroverted and wnl in size with no evidence of mass. The endometrium is **22.3mm** in thickness and the left essure coil is seen extending from the cornau area of the endometrium into the ec itself. The right essure is identified and is seen extending from the cornua out into the right adnexae. Lot number: 624493 manufacture date: 2007-05 expiration date: 2010-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.